Event description:
The manufacturer's rep reported the hcp explanted the device due to an infection. The pt was implanted with a new device system 2003. A follow up report will be sent when additional info is received.